Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in bipolar and unipolar. In the unipolar configuration, capture threshold was 0.75 v and sensing was 5 to 6 mv. Pocket stimulation was also noted. The patient would be monitored.

Manufacturer narrative:
Na